Event description:
A customer reported that their AED's battery pack was depleted. They reported that this did not occur during patient use.

Manufacturer narrative:
The electronic log files from the device associated with this complaint have not been returned and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.